Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 450 mg/dl at the time of incident. Customer stated that their insulin pump kept turning off due to broken piece on the battery compartment side. Customer stated insulin pump had turned off while sleeping and it caused the high blood glucose. Customer treated their high blood glucose with injection. The customer declined the troubleshooting. The insulin pump will not be returned for analysis.